Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon was clamping over the cystic artery and the jaws locked down and would not open. They tried to put the handle forward to remove, but remained locked down. The surgeon slowly pulled it off the artery. Artery was slightly torn. The surgeon had to clip below to control the bleeding. They could not quantify the amount of blood. They opened another device to complete the procedure. The pt is currently fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.